Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depletion. The device was replaced with a competitor's model, and will be sent in for analysis.